Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the monopolar curved scissors (mcs) instrument was in perfect condition throughout the entire operation, with the scissors being used for the first time. There was no fragment fall into the patient and no patient injury. The instruments were damaged during central processing and it was unclear how the damage occurred. A review of the provided images was performed by failure analysis engineer (fae) and the following additional information was provided: the mcs instrument cables appeared to be cut/broken. The mcs was only attached via the conductor wire. Isi did receive the mcs instrument to perform failure analysis and the complaint was confirmed. The instrument was analyzed and found to have detached proximal clevis from the main tube. No material was found missing. The complete fastening of the proximal clevis exists. The probable root cause for the detached proximal clevis was attributed to the breaking of all grip and pitch cables. Additional observations: the instrument was found to have broken grip and pitch cables inside the proximal clevis. The cables were fully broken. As a result of the full break, functional testing for motion related issues cannot be performed. There was no discoloration, corrosion, or contamination on the cables that could occur from improper flushing or rinsing during reprocessing. A closer inspection revealed that the cables had been cut. The probable root cause for the broken pitch/grip cables were attributed to damage to the cable through external collisions, during transport and/or storage, during use, or during reprocessing.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.